Event description:
"This is the complaint from the market. During operation, the septum of the subject device was broken and a broken piece fell into the body. The user removed the piece from the body. Patient status - "unknown."

Manufacturer narrative:
Investigation summary: the seal of the event unit and the torn off piece of the septum were returned for evaluation. Upon inspection, engineering confirmed the septum was torn. No other damages or defects were noted. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.